Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(6). Tension free vaginal tape - (B)(6), tension free vaginal tape ¿ abbrevo ¿ (B)(6), tension free vaginal tape ¿ abdominal ¿ (B)(6), tension free vaginal tape ¿ exact ¿ (B)(6), tension free vaginal tape ¿ obturator ¿ (B)(6), tension free vaginal tape ¿ retropubic ¿ (B)(6).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion of her internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 04 - attachment: [12-31-2017 otn supplemental 04.zip]

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/26/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 03 - attachment: [12-31-2017 otn supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 02 - attachment: [12-31-2017 otn supplemental 02.xlsx]

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary problems additional information. Corrected information. Ethicon MDR summary reporting exemption e2013037 reporting period (B)(6) 2017 through (B)(6) 2017 supplemental 01 - attachment: [(B)(6) 2017 otn supplemental 01.xlsx]